Event description:
A report was received that the patient was experiencing difficulty charging the ipg. An x-ray was taken and the physician thought that the ipg had flipped in the pocket. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that instead of a revision which was previously reported, the patient underwent an explant procedure per physician¿s preference. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. An x-ray was taken and the physician thought that the ipg had flipped in the pocket. The patient will undergo an ipg revision.